Event description:
It was reported by the hospital contact that in the first procedure, the enterprise (B)(4) did not successfully enter the mc (details unknown) after trying several times to advance. It was confirmed the wire didn't expose at the front side of the hose tube, and there will be locked at a fixed connection. The enterprise and mc were removed and another enterprise (details unknown) was used to complete the procedure. The product will be returned for analysis.

Manufacturer narrative:
(B)(6) did review the device history records relative to the manufacturing, inspecting and packaging of lot 10293171. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at (B)(6) and was determined to be acceptable. The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: mc (details unknown); another enterprise (details unknown).

Manufacturer narrative:
It was reported by the hospital contact that in the first procedure, the enterprise (enc453712/10293171) did not successfully enter the mc (details unknown) after trying several times to advance. It was confirmed the wire didn¿t expose at the front side of the hose tube, and there will be locked at a fixed connection. The enterprise and mc were removed and another enterprise (details unknown) was used to complete the procedure. The product will be returned for analysis. Based on the information, the event was not confirmed. The product was not returned for analysis; however procedural factors may have contributed to the event. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10293171. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Therefore, no corrective actions will be taken at this time.